Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem is caused by a circuit (dp) board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and it was found that the printed circuit board was faulty; this resulted in an occasional noisy image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that there was a noisy image issue while using the evis exera iii video system center. There was no delay, procedural or patient involvement associated with the event.